Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 9 and cartridge alarm 16) with multiple cartridges during the load process. Customer's blood glucose level was slightly elevated. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
During a follow up on (B)(6) 2014, customer indicated blood glucose level was "fine". No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.